Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact did not observe drips of insulin exit the infusion tubing during the load fill tubing sequence. The customer's blood glucose level was 180 mg/dl. Reportedly, the contact threw away the infusion set tubing. Customer technical support (cts) advised contact to connect new tubing to cartridge and run the load fill tubing sequence again. It was indicated that the contact was able to successfully fill the tubing and the customer was able resume insulin delivery.